Manufacturer narrative:
Concomitant medical product(s): dtba1d1 ICD, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also reported that the right atrial (ra) lead exhibited possible capture issue and far field r-wave (ffrw) oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.